Manufacturer narrative:
This report is submitted on october 2, 2020.

Event description:
Per the clinic, the patient experienced an extrusion of the magnet. It is unknown if the patient will undergo replacement surgery or implant magnet reposition surgery.